Manufacturer narrative:
(B)(4).

Event description:
It was reported that, there was a post broke on a journey ii bcs xlpe art insert size 5-6 left 11mm. Incident occurred while patient was painting (kneeling and walking on his knees). There was a poly swap. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that the post of the tibial insert fractured. The articulating surface of the tibial insert showed signs of discoloration and deformation. Discoloration was likely due to the absorption of lipids. Deformation was likely due to contact of the femoral component with the tibial insert. The insert also showed signs of deformation around the lock detail, superior surface, and the inferior surface of the insert. This deformation was likely due to the removal of the tibial insert. This examination also showed deformation of the posterior side of the post. This was likely due to contact with the femoral cam. The causes of the deformation along the anterior side of the post and the fracture of the post could not be determined from this investigation. No material or manufacturing deviations were observed during the investigation of this device. The clinical/medical evaluation concluded that this case reports a revision was performed to exchange the poly insert was performed due to a broken post that occurred while the patient was kneeling and walking on his knees. Per email communication, the requested surgical report and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.